Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported through a legal case. "The patient presented with bilateral grade 4 coxarthosis. On (B)(6) 2019 he consulted a surgeon who gave an indication for an arthroplasty. On (B)(6) 2019 the patient underwent a total left hip replacement. The immediate aftermath of the operation was simple, but on (B)(6) 2019 at around 11pm, the patient felt a cracking noise when he got up. An x-ray was performed and showed dislocation and displacement of the broken prosthesis. The patient was re-operated the next day to change the bipolar stem. On (B)(6) 2019 he was transferred to a functional rehabilitation centre. He will return home on (B)(6) 2020."